Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an implant removal was performed on (B)(6) 2015 in preparation for a total knee prosthesis. The original procedure to repair a tibial fracture occurred approximately ten (10) years ago. Removed hardware included an intact tibial plate and four locking screws; the two distal screws were found broken. All screw fragments were retrieved; nothing was left behind. This caused an approximate twenty (20) minute surgical delay. The procedure was completed successfully. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient ID reported as mr # (B)(4). Expiration date: december 2014. Approximately 10 year prior to explant on (B)(6) 2015. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.